Manufacturer narrative:
Results (disease progression with aortic neck dilation). (Endoleak, migration). Conclusions: (disease progression with aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 24 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt presented emergently with pain. The CT demonstrated that the stent graft has migrated resulting in a type I endoleak due to disease progression with aortic neck dilatation. It was reported that the physician elected to convert the pt with an open repair. The user facility has retained the device. No additional clinical sequelae were reported and the pt is fine.